Event description:
The nurse was unplugging and replugging in the giraffe omnibed infant incubator, when the inside of the battery pack sparked and had a flame. She quickly unplugged it and moved the infant to another incubator. She took it out of service. It was specifically the battery pack. FDA safety report ID# (B)(4).